Event description:
In 2009, the patient reported she has received occlusions errors on her insulin infusion device and has had elevated blood glucose readings once every 2 weeks since 3 months. She said her readings have gone as high as 430 mg/dl. Symptoms are fatigue and not feeling good. She corrects her readings by changing her headset, tubing, and insulin cartridge and then bolusing insulin. She said she had an occlusion and blood glucose of 431 mg/dl today. The headset had been in use since yesterday and the tubing had been in use for 2 days. She changed her headset and tubing and bolused 10 units of insulin. She stated she changes her headset every other day and the tubing and cartridge every 3-4 days. She has discarded the infusion sets at issue. Troubleshooting did not find any product issues. Site selection and management were discussed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.